Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) dilatation performed on (B)(6), 2011. According to the complaint, during the procedure, the balloon ruptured at 8 atm's. The user reported that no pieces detached inside the patient and that there were no sharp objects in the area of dilatation. The procedure was completed with a bigger sized bsc cre balloon without complications. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient weight is unknown. Investigation results: visual evaluation of the returned complaint device revealed that the balloon was torn longitudinally. Inspection of the catheter of the device revealed no issues. The investigation results are consistent with the event description. The reported defect of balloon burst was confirmed as the balloon was torn longitudinally. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) dilatation performed on (B)(6), 2011. According to the complaint, during the procedure, the balloon ruptured at 8 atm's. The user reported that no pieces detached inside the patient and that there were no sharp objects in the area of dilatation. The procedure was completed with a bigger sized bsc cre balloon without complications. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be good.